Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice cassette was leaking from an unspecified location. The leak was observed during setup for peritoneal dialysis therapy and before a patient was connected for therapy. To resolve the issue the caregiver restarted therapy with all new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.